Manufacturer narrative:
A1-a4 - patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient suffered from a non-focused septic event and a spontaneous intracranial bleeding (icb). The patient passed away on (B)(6) 2023. No driveline or device infection was in place at the time of the outcome. The left ventricular assist device (lvad) was running as expected. It was reported the outcome was not device or therapy related and that there were no device issues at the time of the outcome. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported septic event could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and subsequent patient outcome could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, document (B)(4) rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including sepsis, bleeding, stroke, and death, that may be associated with the use of heartmate 3 left ventricular assist system. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 6 of the IFU, under "anticoagulation", also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.